Manufacturer narrative:
Contination of medical devices: ddbc3d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.